Manufacturer narrative:
Manufacturer narrative: clinical code: 1888 - haemorrhage/ bleeding. - blood oozing from the graft. Impact code: 4616- blood loss- haemostasis was achieved using a haemostatic agent (name unknown) outcome of full event was paralysis (reported under 9612515-2025-00002) device problem code: 1354 - fluid / blood leak - blood oozing form the graft. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints gelweave (all types) leakage/ blood oozing v gelweave sales jan 21 - nov 24 gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information was requested; however, it was communicated that no further information was available on this event. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. Particular attention was paid to the porosity results which were between 27 - 56 ml/min which is within specification. 4117 - device not returned: device remains implanted. Investigation findings: 213 - no device problem found- full batch review performed which showed no issues with the device during manufacture. Investigation conclusion: 67 - no problem detected - device was manufactured to specification. 4315 - cause not established - as no additional information is available from the site and the graft was manufactured to specification no causal link between the event and the device could be determined.

Event description:
Oozing and spinal paralysis: (paralysis is being reported under tag0119 FDA 9612515-2025-00002) on (B)(6), when a thoracotomy was performed for artificial blood vessel replacement, oozing was noted from the graft that had already implanted. Hemostasis was achieved using a hemostatic agent (name unknown). The patient was confirmed to have spinal paralysis as of (B)(6). This report is being submitted as a follow up #1 for manufacturing report number 9612515-2025-00001 to provide event closure information for tag0118.

Event description:
Oozing and spinal paralysis: (paralysis is being reported under (B)(6) FDA 9612515-2025-00002). On (B)(6), when a thoracotomy was performed for artificial blood vessel replacement, oozing was noted from the graft that had already implanted. Hemostasis was achieved using a hemostatic agent (name unknown). The patient was confirmed to have spinal paralysis as of (B)(6).

Manufacturer narrative:
Manufacturer narrative: clinical code: 1888 - haemorrhage/ bleeding. - blood oozing from the graft. Impact code: 4616- blood loss- haemostasis was achieved using a haemostatic agent (name unknown) outcome of full event was paralysis (reported under 9612515-2025-00001). Device problem code: 1354 fluid / blood leak - blood oozing form the graft. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints gelweave (all types) leakage/ blood oozing v gelweave sales (B)(6) gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.